Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - investigation showed that the handpiece was warm, and the wire sleeving was expanded due to heat and transducer damaged. The transducer, housing and o-ring's were replaced. Root cause - the root cause was confirmed as transducer delamination and cable damage resulting in overheating. Cable failed after 12 years in the field, thus no corrective action is required. No further investigation is required based on the acceptability of risk. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A distributor reported that the cable on the cusa excel 23 khz straight handpiece (c2600) was heating and there was high and unstable m-power. No information on patient involvement, injury, or surgical delay was received.